Manufacturer narrative:
Product analysis: as found condition: the concerto device was returned for analysis within a shipping box, within an opened concerto outer carton, and within an opened concerto inner pouch. No microcatheter was returned. Visual inspection/damage location details: the proximal pusher (including the actuator interface and break indicator) was both broken off and not returned with the release wire fully retracted and also not returned. The concerto pusher was found kinked at ~7.1cm, at ~84.3cm, at ~91.2cm, and kinked at ~146.2cm from the broken proximal end. The pushwire was returned broken near the distal end at ~2mm past the marker coil; therefore, about 2.8cm of the pushwire was broken off and not returned. The distal segment (lumen stop, coin, retainer ring, and shield coil) was not returned. The implant coil was not returned, and the condition could not be further assessed. No other anomalies were observed. Testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported lesion characteristics (location, size, type, side, dimension, etc.): internal iliac artery with 5-6mm diameter. The patient¿s vessel tortuosity was moderate. The patient was doing well after the procedure with no symptoms. The procedure completed by deploying other coils. The coil was separated in addition to the premature detachment. The cause of the premature detachment was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that coil separation/break/premature detachment occurred. While proceeding concerto coil with microcatheter, the coil detached from its guidewire. The physician then had to pull back the microcatheter to get the coil out. The coil was removed from the patient. As it was prematurely detached inside the microcatheter, it was easily removed. No surgical or medicinal intervention was required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil nor attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). A continuous flush was administered during the procedure. No patient symptoms or complications were reported. Ancillary devices include an asahi parkway microcatheter and teleflex long sheath.